Event description:
A malfunction was reported with a malfunction code of malf 12. The impact on the customer's blood glucose level was unknown as the customer declined to answer. Technical support provided information on how to reset the pump, and after resetting, the malfunction did not recur. The customer was instructed to continue using the pump and to call back if the issue reappeared, which the customer understood.